Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net with episodes of non-sustained rv oversensing. Review of strips showed loss of capture. During follow-up in clinic, re-occurring episodes appeared to be pseudo-pseudo fusion. No electrical anomalies were noted. Programming changes were discussed, but not made at the time. The patient will continue to be monitored.